Event description:
Reportedly, the device displayed a service indicator when an attempt was made to deliver pacing therapy to a patient. Patient data was not reported. The crew was able to use the device to continue administering pacing and defibrillator therapies. There was no report of adverse patient affect associated with the report. Patient outcome has not at this time been reported.